Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the bile duct to treat cholangitis during an endoscopic biliary stent placement procedure performed on (B)(6) 2026. During the procedure, the inner catheter separated; however, the stent was ultimately placed successfully, and the procedure was completed using the original device. There were no patient complications reported as a results of this event.